Event description:
No additional received from the customer.

Manufacturer narrative:
Corrected data: d3.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device insulation broken off. The issue occurred during an unspecified procedure. There were no reports of patient harm.